Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced.

Event description:
The hospital reported that, during a case, suction was noted to be weaker than expected. There was no reported patient injury.